Event description:
It was reported the patient had bilateral gel one knee injections. Subsequently, the patient claims her knees hurt worse than before she had the injections. No additional patient consequences were reported.